Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument and completed the device evaluation. Failure analysis confirmed the customer's reported complaint that part of the instrument tip was missing. The instrument was found to have a small broken piece of the yaw pulley (approximately 0.02 x 0.01), which was not returned by the customer. The known common cause of this failure is mishandling/misuse. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the maryland bipolar forceps instrument broke off. Failure analysis determined that the instrument damage was due to mishandling/misuse and not due to a malfunction of the instrument. However, the location of the missing fragment is unknown. It is also unknown if the missing fragment was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted tubal reanastomosis procedure, physical damage was noted on the maryland bipolar forceps instrument. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: the initial reporter stated that part of the instrument was missing. It was confirmed that the instrument was inspected prior to the start of the procedure. However, the initial reporter assumed that the instrument broke prior to the procedure and the missing piece was so small it was detected missing when the instrument was entered through the trocar and was under visualization. Once the issue was identified the instrument was removed and not used on the patient. However, the initial reporter could not determine if the missing fragment fell inside the patient and was retained.